Event description:
The device was used during a laparoscopic procedure when the right leg piece on the operating room table top snapped off suddenly. Operating room nurse reported that the pt's spine was on the bed and arms on the arm boards. No known injury caused to pt. Nurse stated that a "padded mayo used to support pt's leg for remainder of procedure, about ten minutes." No injury or adverse effects to the pt were reported to maquet. (B)(4). Ref MFR report #8010652-2013-00017.